Event description:
It was reported the battery door broke off. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis confirmed the customer comment; battery drawer was broken. Analysis also found that the lower case, side bail covers, and ring cover were broken. The lead flex cover was corroded and the battery contacts were compressed. The keyboard was contaminated and the ring was missing.